Event description:
Patient experienced fracture of right femur. A locked, unreamed femoral nail was implanted on 8/13/96. The nail was noted as broken approx 7 months post-operatively. The nail has been removed.